Manufacturer narrative:
The customer stated that the device was not cleaned, sanitized, or disinfected prior to being sent to for repair. The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope elevator contained a stuck boston scientific 10 french plastic stent. The reported issue occurred during the endoscopic retrograde cholangio pancreatography (ercp) procedure. The procedure had to be performed over again to place the stent. There was a fifteen-minute delay, and the anesthesia was extended as well, as the reported issue was found towards the end of the procedure. The device was inspected prior to use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the suggested event of the non-olympus stent was stuck at forceps elevator during endoscopic retrograde cholangiopancreatography (ercp) could not be identified with the information received. The event can be detected and/or prevented by following the instructions for use which state: ¿operation manual 5.1 troubleshooting chapter 5 troubleshooting¿. Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed as a result of the failure. No patient demographic information provided. The condition of the patient was impacted by increased anesthesia time and the current condition of the patient is stable. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The intended procedure completed.